Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had a defective plunger, and that the black portion of the stopper was deformed or "melted". No serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. The physical sample was not sent but photographs were returned. Observing the photographs sent by the client, it is determined that the defect of the cap was incorrectly assembled, the complaint is confirmed. DHR review shows that during the manufacturing process, no defective part was reported. No event related to the defect that the client reports is reported. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests the defect could have been generated during the manufacturing process by mismatch in feed rails. There is no action plan at this time since the defect is within the acceptable quality limit. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastipak syringe had a defective plunger, and that the black portion of the stopper was deformed or "melted". No serious injury or medical intervention.